Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited oversensing of noise resulting in inhibition of pacing. The patient presented to have the ra lead revised. During the procedure, it was observed that the ra lead exhibited insulation damage. The ra lead was explanted and replaced. The patient was stable.